Event description:
Out of box failure, hosp biomedical staff report that when the device was powered on for incoming inspection the service light came on and error codes 9c32 & 9c1e are logged in device memory.